Manufacturer narrative:
The device was returned and the reported malfunction was observed. Evaluation of the device found the housing to be warped. This type of damage is consistent with an overheated battery; however, the battery was not returned for evaluation. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that they were not able to seat the battery into the device. Complainant indicated that there was no patient involvement in the reported malfunction.